Event description:
(B)(4). This has been ongoing for years (just had to pick a date). I have dizziness, severe headaches and migraines, allergic reaction to gold and possible other metals, leg aches, depression, and terrible pms which all started after the implants were put in 2005.